Event description:
The customer reported that the pump battery was not charging, even though a tandem charging cable and wall outlet were being used. There was no adverse impact on the customer's blood glucose level. After several attempts to resolve the issue, including using different outlets and leaving the adapter plugged for an extended period, the pump eventually began charging when a different charging cable was used. Technical support sent the customer a new wall adapter, and no further assistance was needed.